Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt visited the hospital due to dizziness. The ICD check was performed. Ventricular tachycardia episode occurred 2 days before the hospital visit, and it was successfully terminated by atp therapy. During the follow-up, a high ventricular lead impedance (2968 ohm) and open continuity of the defibrillation coils were measured. It was reported also that the ventricular lead impedance was around 1600 ohm until (B)(6) 2012 and the coils continuity were normal. Impedance increased up to 2200 ohm during the last follow up performance at the (B)(6) 2012. Lead breakage point was not confirmed on x-ray photo but the physician decided to replace the system in the near future. The ICD involved in this MDR report will be returned for analysis.